Event description:
It was reported that an ilet user experienced repeated alert 38 motor stall and occlusion alerts over more than 15 hours, including one during a meal announcement, with blood glucose readings exceeding 380 mg/dl; a dry-run supply change followed by a full supply change using different cartridge lot numbers resolved the alarms, and no further alerts occurred by the end of troubleshooting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a failure to infuse associated with the motor component, with a communications problem identified during the review. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.